Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56. Serial: (B)(6), batch: 19805824.

Event description:
It was reported that patient was not able to get the implantable pulse generator (ipg) charge. The patient underwent a spinal cord stimulator (scs) explant procedure where all devices were removed for unknown reason. The explanted device will not be return as it was disposed at the facility.